Manufacturer narrative:
(B)(4). Ethnicity: race - caucasian. Concomitant medical products: unk size +0.50 mm cobalt head item# unknown lot# unknown. Unk 12.5mm ml taper with kinectiv non ha coated stem item# unknown lot# unknown. Unk metal acetabular liner item# unknown lot# unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported initial right total hip arthroplasty that was subsequently revised approximately fifteen (15) years later due to pain, ambulation difficulty, elevated metal ions, and osteolysis. During the procedure noted soft tissue damage and metallosis. An osteotomy was performed to remove the stem. The head, stem and bearing were exchanged without complications. The cup remained implanted. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d6, g3, g6, h1, h2, h3, h6, h10 visual examination: no product was returned for visual examination. This device is intended for treatment. DHR review: review of the device history was not performed because item and batch numbers are unknown. This issue is known and addressed in a previous CAPA (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). The root cause for the reported event is inappropriate use/implantation of the product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.